Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon review, high ventricular rates and auto mode switch episodes were observed due to suspected lead noise. Noise was reproducible in clinic on both the right atrial and right ventricular leads. No intervention was reported. The patient was stable and will continue to be monitored.